Event description:
During image guided balloon occlusion and embolization of spleenorenal shunt, the user experienced difficulty with the 0.035 wire being passed through the embolectomy catheter. Shortly after attempting to pass the wire, the balloon was found to have ruptured.